Manufacturer narrative:
As of today the device has not been returned for analysis. It is suspected that the device was buried with the patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited pacing impedance measurements greater than 2,000 ohms in dedicated configuration. The patient was brought in for further evaluation. When using extended bipolar, pacing impedance measurements were approximately 1,200 ohms. Additionally, untreated episodes were observed, with several non-sustained episodes and one ventricular tachycardia (vt) episode with no therapy delivered. To date, no adverse patient effects were reported as a result of this clinical observation. Approximately two years later, the patient expired due to unspecified cause. At the time of the patient's death there were no product performance allegations.